Manufacturer narrative:
Manufacturing site evaluation: the implants are not available for the investigation. Batch history review a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause based on the information available it is not possible to determine a possible root cause for the failure. Rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective any action regarding CAPA will be addressed with this case, product safety case (psc).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee implant reported via mw5088021. Prosthesis knee patello-femoro-tibial vega, with bone cement. Tibial loosening tray resulting in eventual femoral loosening and cement on both implants not adhering. Additional information was not provided nor available. The adverse event filed under aag reference (B)(4).